Manufacturer narrative:
(B)(4). The device was manufactured between 05/02/2014 and 05/09/2014. A batch review was conducted on lot number gd896944 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection on the actual sample was performed with no abnormalities noted. The presence of iodine was detected on the sponge. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the minicap appeared extremely dry. The caller stated there was very little betadine present on the sponge. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is 7 of 14.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.